Event description:
It was reported the pump had run dry about one year ago.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).